Manufacturer narrative:
UDI - (B)(4). Certas valve (828804) was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected, the siphon guard was damaged and dislodged. The valve was hydrated. The valve passed the test for programming and pressure. The flush, leak, and reflux tests cannot be performed due to damage to siphon guard. Root cause -the possible root cause for the issue reported by the customer, could be due to improper handling of the device in view of the cut marks on siphon guard. The root cause for the ¿siphon guard damaged¿ is due a sharp or pointed object coming into contact with the valve in view of the cut marks on siphon guard. As noted in the surgical procedure precautions section in IFU, silicone has a low cut/tear resistance.

Event description:
A physician reported a certas valve (ID 828804) was implanted on (b)(3) 2023 due secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt with setting three. On (b)(3) 2023, disorientation was observed, and found ventricular enlargement by shunt contrast. The physician tried to flush the valve, but the issue did not improve. Therefore, revision surgery was performed, and the product was explanted and replaced with valve (ID 828814) with setting one. An influx of blood was observed in the valve. In addition, unknown damages in the distal part of valve and siphonguard were confirmed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.